Event description:
Surgeon was attempting to place a central venous catheter, but was unable to thread the guidewire because the dilator doesn't fit. Surgeon used 2 sets with the same problem. The 3rd set worked. (Both sets had the same lot no.).

Event description:
Add'l info rec'd from MFR 5/23/03: MFR has completed its investigation of this incident, which was described by the customer as difficulty passing the spring wire guide through the dilator. MFR offers the following comments and conclusion. The customer did not return any device samples for evaluation. However, arrow did examine 6 cases (30 kits) remaining in inventory from lot number rf2100336 (the lot number identified by the customer), and all were found to contain the correct spring wire guide and dilator. The device history records for this lot were reviewed, and there is no indication that any incorrect components were used in this product. Based upon the info available, MFR is unable to form any conclsuions as to what caused the customer's problem. Therefore, no further action is contemplated.